Manufacturer narrative:
Based on the results of the investigation, the image issue was likely due to an electrical component problem. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the colonovideoscope had no image (noisy). There was no patient involvement.